Event description:
Two problems were noted with syringes from the first lot. The product could not be expelled from one syringe & the metal tip was bent on another syringe which prevented the product from being expelled. Two problems were also noted with syringes from the second lot. The contents of one syringe leaked on the surgeon's fingers as the product was expelled, & during cataract extraction, bubbles were noted as the product was injected into the eyes.